Event description:
Asr revision;asr xl acetabular system - right;reason(s) for revision: pain; component loosening (it is not known which component loosened).

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The reason for the revision was pain and loosening of the acetabular cup.